Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed 0.5 years longevity several months ago. Recent device checked, longevity showed 2 years remaining. The health care professional (hcp) verified no programming changes were made during last checked. Boston scientific technical services (ts) suggested to use a magnet for best measurements result. Additional information received indicated that the patient will have a follow-up checkup after several months and will reassess. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared ert earlier than previously estimated. Evaluation method code, evaluation result code, evaluation conclusion code.

Event description:
Boston scientific received information that this pacemaker device showed 0.5 years longevity several months ago. Recent device checked, longevity showed 2 years remaining. The health care professional (hcp) verified no programming changes were made during last checked. Boston scientific technical services (ts) suggested to use a magnet for best measurements result. The pacemaker was explanted. No additional adverse patient effects were reported.